Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. Following atherectomy, a 3.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the pressure started to drop and it was then noted that the balloon ruptured. The device was removed form the patient's body and placed another of the same device and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the hub, inflation lumen (shaft) and balloon. The tip, balloon, markerbands, proximal weld and inner/outer shafts were microscopically and visually inspected. Inspection revealed tip damage (flared), kink in the shaft located 81.9 cm from the tip, and a pinhole in the balloon material located 8.7 cm proximal of the distal markerband. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. Following atherectomy, a 3.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the pressure started to drop and it was then noted that the balloon ruptured. The device was removed form the patient's body and placed another of the same device and completed the procedure. No patient complications were reported and the patient's status was fine.